Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should the lead or additional data become available.

Event description:
Ous MDR. It was reported that about 3 months after implant this right ventricular lead dislodged causing inappropriate shocks. The patient was hospitalized and the lead was repositioned with good final parameters. The patient was hospitalized, the lead was repositioned. Apart from that there were no adverse patient side effects reported.